Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch# 4501350000-2014-8001.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports possible moisture under a dressing on a PICC line. The dressing was noted to be lifting in the center. The dressing was removed and upon inspection they noted a hole in the catheter with a resultant positional leak approximately 1 cm below the pink heart. The physician was notified and the catheter was removed. A new PICC was placed. The PICC was in place for approximately two weeks.